Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report a third party service technician evaluated the ventilator. The service technician could not set vhome below 240 and it was seen in logs tbn 0. To resolve the problem, the turbine and flow valve was replaced.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 unit caused the patient to not able to exhale on ventilator, at this time, patient harm is unknown with the reported event.